Manufacturer narrative:
The insulin pump was received with blank display due to traces moisture at the band lcd board per our visual inspection; unable to perform any test due to blank display. No kicked or cracked keypad buttons noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with blank display on the customer's insulin pump. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injection. Troubleshoot was conducted and the display was found to have returned. The customer was advised the pump would be replaced and returned for analysis.